Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. Additional information has been requested to better understand the events of the procedure. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection was performed on the returned device. The reported broken/cracked device was observed during the investigation as evidenced by approximately 235mm of the device missing and not returned. The probable cause of the reported failure is damage from use of excessive force as evidenced by the separation between the distal and proximal shaft, exposed core wire and torn outer lumen to the guide wire exit port. The instructions for use (IFU) advises: precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the manufacturer's device was recognized by the system, in proper working order and had no visible defects. The manufacturer's device was loaded on the wire as typical and advanced over the iliac bifurcation from a 10cm 6f introducer sheath. It is possible that the wire looped in front of the manufacturer's device at the aorta and the manufacturer's device and wire became knotted with each other. The manufacturer's device was then advanced to below the knee. When pulling back the operator noted resistance. The operator pulled hard on the manufacturer's device until it separated at approximately where the monorail exits the device. The facility did not have a snare available, so he stented the separated piece of the manufacturer's device in place along the distal sfa. The operator plans to obtain a snare and attempt to retrieve the separated piece of the device. This case is being reported because a portion of the manufacturer's catheter separated and was stented into place.